Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: ¿blue top tub for specimen collection would not fill fully. Multiple vials from batch were used resulting in inadequate filling.¿

Manufacturer narrative:
Investigation summary : bd received 67 samples from the customer in support of this complaint. 10 of the 67 sample tubes were functionally tested and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Additionally, 10 production lot in-house retention tubes samples were functionally tested and underfill was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: ¿blue top tub for specimen collection would not fill fully. Multiple vials from batch were used resulting in inadequate filling.¿